Manufacturer narrative:
PMA/510(k) number: pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. (B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One component - the 0.018 40 cm cope wire guide with nitinol mandril (pmg-18sp-40-cope-nt)- of the mpis-401nt-u-sst from lot 8380837 was returned to aid the investigation. No photos were provided to contribute additional information. A visual examination of the wire guide confirmed the presence of the distal tip solder connection, intact with no coil elongation. The device failure analysis noted that the mandril wire overall length in the state it was received was 40.4 cm. The elongated section of coil measured approximately 11.8 cm in length, and the remaining unraveled section of the coil was measured at approximately 7.1 cm in length. Additionally, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported, the micropuncture transitionless access set wire guide was found to be "extended" prior to use. Another micropuncture transitionless access set from a different lot was opened and used to complete the procedure. No patient adverse effect was reported.